Event description:
It was reported that the patient experienced swelling at the pocket site. The patient stated that she had a rash on her tongue and arms. She said started hurting last week at the site of the device, so she turned stimulation off and has noticed a burning sensation at the site since. The patient reported that she's had the swelling and rash since implant. The patient did not fall or experience any trauma associated with issues. The patient also reported that she could feel the edges of the battery and was concerned that it was poking through her skin too much. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the patien thad their device completely removed last august and within the last few days they had noticed they could still feel stimulation in the area where they felt stimulation with the implant. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information: it was reported that the patient experienced pain, warming, and swelling at the stimulator site as well as pain along the leads. Patient cannot lay on the stimulator because of the pain it causes and has a rash on her arms and tongue since the device was implanted. Patient has not taken antibiotics or had any diagnosis from infectious disease physicians. Patient wanted device removed since she has not had pain relief similar to that during her trial. Patient has not been reprogrammed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
For use by user facility/importer(devices only). (B)(4).

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product typ recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).